Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 blade would not cut. This is assumed to be the bisector blade was dull. This occurred at the beginning of the procedure, it never worked properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.